Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the migraine, headache and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: she had received treatment for following events" pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and abdominal pain". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: (unspecified): bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified event¿ chronic pain/pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)/ abdominal pain, migraines, headaches, nausea and bleeding¿. Reporter¿s information, demographics, lab data and essure indication (amended) were, essure removal date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.